Event description:
Infection resolved with antibiotics.

Event description:
Patient presented to the emergency room with an infection at the ipg site (B)(6) 2021. Physician prescribed antibiotics (doxycycline).